Manufacturer narrative:
The lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. Final analysis found by visual examination an external insulation abrasion breaching the silicone insulation with the inner tubing breached, exposing the ring electrode coil due to friction to the device can. Clavicle crush damage was noted and all cable lumens and inner coil lumen were found to be breached/damaged.

Event description:
This report is to advise of an event observed during analysis.